Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of will not lock in motor was confirmed. The device failed the pre-repair diagnostic cutter insertion assessment. If additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the attachment "will not lock onto the drill." The device was being used during surgery. No injuries occurred. It is unk if medical intervention or a delay occurred during the surgical procedure. There was no additional info provided.